Event description:
Customer reported a malfunction, but declined additional troubleshooting from customer technical support (cts). No further details were provided, and there was no adverse impact to the customer's blood glucose level. The case was created and closed as no further action was needed.